Manufacturer narrative:
No conclusion code available. Final analysis found that the pulse generator exhibited high current drain which was isolated to the rf module as the cause.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for routine follow up, the pulse generator could not be interrogated. The device was explanted and replaced successfully. The patient was stable at all time.